Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (b)(5) 2025, the user reported not receiving insulin for approximately 4 hours due to a loose connector following a supply change. Insulin delivery resumed after supplies were changed, but blood glucose (bg) remained elevated, reaching a high of 382 mg/dl and staying out of range for more than 90 minutes. Bg later trended down to 315 mg/dl. The ilet alerted to the high bg, which was corrected through a supply change and the corrective algorithm. No symptoms, external assistance, or medical intervention occurred.